Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. The event of ¿swelling at the areas of injection¿ is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported events as follows: intended use/indications: juvéderm voluma® xc is indicated for deep (subcutaneous and/or supraperiosteal) injection for cheek augmentation to correct age-related volume deficit in the mid-face in adults over the age of 21. Warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions: health care professionals are encouraged to discuss all potential risks of soft tissue injection with their patients prior to treatment and ensure that patients are aware of signs and symptoms of potential complications. The safety and effectiveness for the treatment of anatomic regions other than the mid-face have not been established in controlled clinical studies. Juvéderm voluma® xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Adverse events: device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). Instructions for use: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain.

Event description:
Healthcare professional reported that a patient was injected with three syringes of juvéderm voluma® xc in the "lower portion of the mouth and the chin." Twelve weeks later, the patient presented to the injecting office with swelling at the injection sites. An unknown time prior to that, the patient went to the ER and a CT scan and cbc were performed. The CT scan, "ruled out an abscess" and the cbc was normal. Treatment of oral steroids were prescribed the day the patient saw the injector. Four days later, healthcare professional considered the swelling, "70% improved." A tsk 27g x 38 mm cannula needle for the injection. Healthcare professional additionally reported following up with the patient 3 weeks after the swelling was considered, ¿70% improved¿ and the patient ¿was mostly improved.¿